Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported that the patient is having pain in her neck, ear, throat, and mouth with stimulation. No trauma or manipulation was reported. Patient's device was turned off and then turned back on once pain disappeared. Patient was set to low output current and is doing great now.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.